Manufacturer narrative:
Device not returned for evaluation.

Event description:
Allegedly, the doctor was performing a turbt procedure when a piece of the ceramic beak broke off the instrument and fell into the patient's bladder. The doctor immediately removed the broken piece, replaced the instrument and the procedure was completed with no delay or no serious injury to patient.